Manufacturer narrative:
(B)(4). The customer replaced the lead set and resolved the issue. The lead set was not available for evaluation. We will consider this a malfunction of the lead set where v3 could not be acquired.

Event description:
The customer reported unable to acquire v3 lead ECG. There was no reported adverse patient impact.